Manufacturer narrative:
The pre-op and post-op x-rays are not available to analyze the fixation although the surgeon mentions that the x-rays were normal. Pt demographics except for date of birth are also unavailable. However, surgical notes provided indicate that there was quadriceps insufficiency which was rectified during the surgery. The products used for implantation are in proper combination. The femoral component used for implantation contains small amount of nickel. Allergy testing showed that the pt is allergic to nickel but pt's pain cannot be directly attributed to this allergy. With the available info, the probable cause for pt's pain in the knee cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt experienced pain since surgery and had an allergy test that showed a reaction to nickel.